Manufacturer narrative:
One device was received for evaluation. The evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that a foreign object was identified in the fluid path of the transducer included in the kit while preparing the device for use.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and the fluid path contamination appeared to be larger than the acceptable specification. The complaint is confirmed. The root cause was not identified. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.